Event description:
It was reported that during post-operative device check, the patient's newly implanted atrial leadless pacemaker (lp) failed to capture. X-ray revealed dislodgement of the lp. It had traveled into the inferior vena cava. The lp was explanted and replaced. The patient was recovering without noted complications.